Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. Upon removal of the sensor pod, the sensor wire detached and remained in the abdomen, at the site of insertion. The patient's mother did not report any injury or medical intervention.